Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported for many weeks he uses the infusion sets. Pt stated, sometimes the infusion sets are leaky at the connector. Pt reported receiving elevated blood glucose level of more than 300 mg/dl. Pt's normal blood glucose is approx 130 mg/dl. Pt stated, he took correction via the infusion device after changing the infusion set. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for eval.